Event description:
It was reported that during the attempted implant of the lead the physician was unable to extend the fixation screw. The lead was not used and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the attempted implant of the lead the physician was unable to extend the fixation screw. The lead was not used and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The serial number that was originally reported and submitted on time was incorrect. The correct serial number has now been entered. The lead has now been returned and analysis is in process. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. The serial number that was originally reported and submitted on time was incorrect. The lead has now been returned and analysis is in process. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.